Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". The patient was driving the wheelchair down the road when the left drive wheel assembly detached from the chassis. There were no reports of injury having occurred. The wheelchair was inspected, and failure mode confirmed. The main hub bolt had broken off causing the drive wheel assembly include hub to come off. This is a known issue that has since been corrected. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. The risk for this failure to occur is low and the likely hood of injury to occur is also very low. Due to this known repeat failure mode, a CAPA has been opened by our parent company. Upon completion of the CAPA, if further corrective action is required for this wheelchair this case will be re-opened and a follow-up MDR will be submitted. As for the suspect device, spare parts have been supplied to the dealer to complete the repair. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reporting that the main hub bolt broke and the left drive wheel detached from the chassis. No injuries are reported to have occurred.